Event description:
Complainant alleged that while attempting to defibrillate a pt in cardiac arrest a arc/spark was seen coming from the device's attached electrodes pads.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed. Please reference medwatch report 1220908-2013-xxx for second pt event.